Manufacturer narrative:
Qn#(B)(4), the failure mode "not inflating prior to use" was unable to be confirmed with the picture attached. No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Failure mode "not inflating prior to use" was unable to be confirmed with the picture attached. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and determine root cause. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that the balloon cannot be inflated prior to use. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and no issues were found with the white cuff. The blue cuff, however, did not inflate or deflate properly. Based on the investigation performed, the reported complaint was confirmed. It was determined that there was a partial blockage at the juncture between the inflation line of the blue cuff and the extruded tube. A nonconformance (#(B)(4)) has been initiated to further investigate this complaint issue.

Event description:
The customer alleges that the balloon cannot be inflated prior to use. No patient injury reported